Event description:
It was reported during a system upgrade, when the right ventricular lead was connected to the new device, high coil impedance was recorded. After several attempts to reseat the lead, the impedance remained the same and it was determined that the device header may be suspect. The device was removed and a new device was implanted and no further issues were noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. The analyst noted that the connector, specifically the rv port was inspected visually and with a gauge. Contact with the functional test block was good. All impedance, output and sensing test results in functional test were good.